Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: what type of procedure was the device used in: whipples pancreatic resection. It was reported that the ¿blade cracked.¿ in the photo submitted, it appears that a portion of the blade broke off. Did the blade tip break off, if yes: how was the device being used when the blade tip broke off (gray button/green button, type of tissue, after how many activations, during cleaning, etc.): grey button , unsure on how many activations- late on in the procedure. Did the broken blade tip fall into the patient: yes. Was the broken blade tip retrieved from the patient: yes. Did this cause a change in the plan of care for the patient: no. Did the generator display any error messages and if so what were they: not while in use. How was the procedure completed: opened another device and continued. Consultant has advised that he touched a clip a couple of transections prior and puts the break potentially down to the this reason.

Event description:
It was reported that during an unknown procedure, the blade cracked during the case. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch n92z5l, the device was returned with the blade tip broken off. The broken tip was not returned. Dry body fluids were observed on the handle, shaft, and instrument cable. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.